Event description:
Same case as MDR ID# 2134265-2015-01740 and 2134265-2015-01739. It was reported that a guidewire separation occurred. During a biliary drainage procedure, an 035/180/3mm amplatz super stiff guidewire was selected for use and advanced in the bile duct. However, a "dislodgement" at about 20cm on the guidewire occurred, outside of the patient, and there was "blockage to push the drain." The devices were removed all together. The same event occurred with two additional amplatz guidewires. The procedure was completed with a different device. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original sealed pouch. Unit returned matches with upn provided by the customer. The visual inspection was performed. There is no evidence of manipulation on the wire was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-01740 and 2134265-2015-01739. It was reported that a guidewire separation occurred. During a biliary drainage procedure, an 035/180/3mm amplatz super stiff guidewire was selected for use and advanced in the bile duct. However, a "dislodgement" at about 20cm on the guidewire occurred, outside of the patient, and there was "blockage to push the drain." The devices were removed all together. The same event occurred with two additional amplatz guidewires. The procedure was completed with a different device. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).